Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) ranging from (295-505); cause was unknown. A manual injection was administered to address bg. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider. Customer's reverted to manual injections for insulin therapy.